Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the sheath was noticed to be "stripped/not grooved correctly" during set up. The saline was confirmed to be at room temperature at the time of the event. The procedure was successfully completed using another hydrothermablation procerva procedure set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.